Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and the device would not rotate. Therefore, the reported condition that the device was not rotating was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery reamer/drill device was sticking, the device would not rotate, and a component was damaged. It was further determined that the device failed pretest for trigger test, check the off/forward/reverse mode, change 10 times from forward to reverse at full speed, and check the triggers and electronic control unit (ecu). It was noted in the service order that the device did not turn on and there was no damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.